Event description:
Anchor absorbed well ahead of schedule within 8 months after a rotator cuff repair procedure. Additional information confirmed surgeon performed a second rotator cuff repair to remove sutures from previous anchor.

Manufacturer narrative:
(B)(4).